Event description:
It was reported that the patient experienced bradycardia resulting in dizziness and fatigue. The pacemaker (pm) battery was found fully depleted prematurely. Additionally, the pm failed to be interrogated and was unable to provide low voltage (lv) output. The physician explanted and replaced the device. The patient condition was stable.

Manufacturer narrative:
The reported events of failure to interrogate, pacing problem and premature discharge of the battery were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.